Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during the procedure, the operating physician observed the guidewire being kinked during advancement through the introducer needle. Resistance was noted while advancing, and the guidewire was subsequently withdrawn and inspected, at which point the deformation was confirmed. The kink was located at the distal end of the guidewire, near the j-tip region. The guidewire was removed immediately after the kink was identified. A new guidewire was used, and the procedure was completed successfully at the same insertion site without further complications." There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine". No additional medical intervention was reported beyond removal of the affected device, and replacement with another device.